Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during an egd (esophagogastroduodenoscopy) procedure within the esophagus performed on (B)(6) 2012. According to the complainant, after retrieving a couple biopsies, the needle was no longer straight. Reportedly, when the forceps was closed the needle was not straight, but to the side. The procedure was completed with another radial jaw 3 biopsy forceps device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results; needle tail bent.

Manufacturer narrative:
The exact age of the patient is unknown, however, the patient was reported to be over the age of 18 years. A visual examination found that the device returned with the needle tail bent. Functionally, the jaws were able to be opened and closed with no issue. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the needle tail was bent. There are controls in the manufacturing process that exist to limit product performance issues so the damage likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. However, an investigation is underway to address tail bent issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot